Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges experiencing difficulty advancing the epidural catheter through the epidural tuohy needle. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural needle and epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of difficulty advancing the catheter through the needle could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges experiencing difficulty advancing the epidural catheter through the epidural tuohy needle. No patient injury or harm reported.